Event description:
It was reported following approximately fifteen months of implantation a thoracic plate became fractured possibly due to patient condition. A portion of it was removed and replaced.